Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator displayed an error message and could not be interrogated by the programmer. The device remained implanted.